Event description:
Customer reported device = 575mg/dl at 9 p.m. Customer stated device was reading high for about a week; therefore based on the current result, did not take any action. Customer went to the emergency room (ER) in the hospital hwere they work. In the ER, customer became disoriented, fell and bumped their head. ER device - 59 mg/dl at 9:15 pm. Customer was given juice and a sandwich where they were kept in the hospital for observation till 2 am prior to being released. No controls. A request was made for return product and replacement product was sent.